Event description:
It was reported that the doctor noted that the pt was complaining of continued hip pain of right status post hip replacement. The doctor reported that xrays reveal a loose femoral stem requiring a revision. Upon explant during revision the doctor noted the stem was grossly loose with bony fixation. The stem was changed to a short citation.

Manufacturer narrative:
Associated device: abg ii modular short neck, catalog# 4845-4-106, lot g3079920. Additional info has been requested and if received, will be provided in a supplemental report.